Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and suspend fascia lata were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to cystocele, rectocele, stress urinary incontinence and uterovaginal prolapse and mesh was implanted with concurrent vaginal vault suspension, sacrospinous a and p colporrhaphy, graft x1 and cystoscopy. It was also reported that patient underwent mesh removal on (B)(6) 2009. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a laparoscopic removal of peritoneal foreign body and cystoscopy on (B)(6) 2014 due to chronic pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient had stress urinary incontinence. No additional information was provided.